Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5 functional tricuspid regurgitation (tr), enlarged atrium and large leaflet gap for a triclip procedure. During the procedure, first triclip was implanted on medial side of anterior and septal leaflet (a/s). Second triclip was implanted on the central side if anterior and septal leaflet (a/s). Third triclip was implanted on the central side of anterior and septal leaflet (a/s). After releasing the third clip, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the anterior leaflet. Fourth clip was implanted on the posterior leaflet 2 and septal leaflet (p2/s). Fifth clip was implanted on posterior leaflet 1 and septal leaflet (p1/s) to stabilize the slda. It was reported that during preparations of all of the cds devices it required additional troubleshooting of advancing and retracting the device multiple times at a consistent and slow place to thoroughly de-air the system. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the cause of the reported difficult to flush was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.